Event description:
It is reported the patient was experiencing a blood glucose level of 600mg/dl. Upon trouble shooting we found a bent cannula. Helped customer troubleshoot and correct the problem by changing the infusion set. Product was not returned. No further information available

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.